Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip, missing reservoir tube o-ring and broken belt clip slot noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that they had insulin pump was damaged. The customer¿s blood glucose level was unknown time of the incident. Customer stated that the reservoir was unable to lock in place. Troubleshooting was performed. The insulin pump will be returned for analysis.